Event description:
Clinic notes were received for a patient¿s scheduled battery replacement. In notes dated (B)(6) 2015 the patient¿s mother feels the vns needed to be turned up as the patient still has seizures. Overall with the vns his seizures are less frequent, but the strong ones are worse. They were reported to last longer with the body jerking harder. The post-ictal period was stated to last longer, up to 5 minutes. The physician increased the vns to 3.25 ma. Follow-up to the physician¿s office revealed that the patient¿s battery was being replaced due to a low battery and magnet not working to stop the seizures. Medications were increased due to the seizure activity. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
The patient underwent generator replacement surgery on (B)(6) 2016. The product was returned to the manufacturer on 05/02/2016. Analysis was completed for the returned generator 05/24/2016. An end-of-service warning message was verified and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. The output current would not reset. Therefore, the system diagnostics and final electrical test could not be performed. The diagnostic battery voltage calculation result was 1.987 volts. With the pulse generator case removed and the battery still attached to the printed circuit board assembly, the battery measured 2.087 volts, indicating a neos condition. However, the battery voltage dropped less than 2.00 volts during a functional mode. The electrical test results show that the pulse generator module performs according to functional specifications. There were no additional performance or any other type of adverse conditions found with the pulse generator.